Event description:
It was reported that an altitude alarm occurred. Customer was ultimately able to resume insulin with original cartridge. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.